Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the pre trigger pump (rohs) (part number 7-96345-02). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified. Note: this event was previously reported in manufacturer report number 3005094123-2017-00080 for a different suspect medical device. On dec 28, 2017 the likely cause changed from ln 7k62 lot 81229ui00 tsh reagents to ln 01l86 architect i1000sr analyzer.

Event description:
The customer observed a falsely depressed tsh result on the architect analyzer. The following data was provided: sid (B)(6) initial 0.0602 uiu/ml, repeat 0.4993. There was no impact to patient management reported.